Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported having her previous ins removed due to a lack of therapy. The patient stated that the ins had not provided therapeutic benefit from the beginning and did not work properly from the beginning. According to the patient she mainly worked with her nurse practitioner and was told that "there was nothing else they could offer her with the device so it was removed." At the time of this reported the device has been explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.